Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test per specification. Sensor failed per specification due to high readings. Unable to confirm adhesive anomaly on opened/used sensors.

Event description:
Customer reported the insulin pump alarmed sensor error and calibration error. Alarms have been occurring since dinner. Troubleshooting was performed. Customer's blood glucose level was 116 mg/dl. Alert was verified in the history of the insulin pump. Customer inserted the sensor on (B)(6) 2014, on the abdomen. Customer reviewed insertion site, tapping technique, and site location. Customer wasn't able to upload to carelink. Troubleshooting for the transmitter determined it is working correctly. Customer removed the sensor and noticed it was bent. Customer also had issues with the tape of the sensor. Customer stated it doesn't sick when it is hot and she is sweating. Customer was advised to monitor the problem and call back if issue persists. No further information reported.